Manufacturer narrative:
H.6. Investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for illegible lot/expiry date with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that 10 bd vacutainer® push button blood collection sets experienced no label or missing label information which was noted during use. The following information was provided by the initial reporter: lot and expiry date not visible on product as printed on the transparent plastic part.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 10 bd vacutainer® push button blood collection sets experienced no label or missing label information which was noted during use. The following information was provided by the initial reporter: lot and expiry date not visible on product as printed on the transparent plastic part.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® push button blood collection sets experienced no label or missing label information which was noted during use. The following information was provided by the initial reporter: lot and expiry date not visible on product as printed on the transparent plastic part.